Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 15 days of data (B)(6) 2023 ¿ (B)(6) 2023 per the timestamp. The log file captured a low voltage hazard alarm on (B)(6) 2023, from 11:01:15 to 11:01:18 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu ac power cord did not become loose from the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu has a v-lock connector on the ac power cord. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during log file review low power hazard events were seen to have occurred on (B)(6) 2023. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The cause of the mpu loss of power was not determined.